Manufacturer narrative:
The expiration date for lot 54974524 was 31-jan-2023. The expiration date for lot 57260821 was requested but not provided. Occupation is patient/consumer. The reporter's meter and test strips of lot 57260821were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr qc 2: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
There was an allegation of discrepant inr results with coaguchek xs serial number (B)(4) compared to an unknown laboratory method. At 9:22, the result using strip lot 54974524 was >8.0 inr. At 9:31, the result using a different finger and strip lot 57260821 was >8.0 inr. At 11:49, the result using the first finger and strip lot 57260821 was >8.0 inr. Within four hours of the alst meter test, the patient went to ER to be retested and the result was 4.8 inr. Based on the laboratory result, the patient was advised to skip the warfarin dose for two days. The patient's therapeutic range is 2.5-3.5 inr with a testing frequency of every 3-4 weeks.